Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -15.0/3.0/088 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens due to blurred vision and low vault on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).